Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a significant adverse event. At the time of the incident, the cgm displayed a reading of 70 mg/dl. The patient reported experiencing headaches and seizures. Despite the seizures, the patient was able to call for emergency medical assistance and was transported to the hospital. Upon arrival at the emergency department, a fingerstick blood glucose test was performed. The cgm continued to display readings in the 70 mg/dl range, while the fingerstick test revealed a blood glucose level of 22 mg/dl. The patient noted that calibrations were performed in the ER due to discrepancies between the cgm (g6) and fingerstick readings, which differed by approximately 20¿25 mg/dl, although the patient could not recall the exact values. The patient was treated with intravenous glucose and given apple and orange juice. After approximately 12 hours, the patient was discharged. At the time of discharge, the cgm reading was 108 mg/dl, and the blood glucose reading was 110 mg/dl. There was no documentation of further medical evaluation or intervention following discharge. At the time of this report, the patient was reported to be in stable condition. Additionally, the patient reported a potential malfunction with their insulin pump, stating that it continued to deliver insulin despite being placed in manual mode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid when checked in the ER. It has been reported that there was a difference in readings of 20-25 points. The reported glucose values fall within the a zone of the parkes error grid after discharged. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.